Manufacturer narrative:
Continuation of d10: ev240152 ev-lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular implantable cardioverter defibrillator (ev-ICD) system implant went well. However, at the post implant check the next day the patient complained of pleuritic pain. A chest x-ray was done and showed that the extravascular (ev) lead was still in the same place as the day of implant. Additionally, a chest CT (computerized tomography) was performed and it did not suggest pleural placement of the lead, but the patient was admitted to the hospital's cardiology ward post implant due to ongoing pleuritic pain. Another chest x-ray and CT scan were taken and the results showed no clear evidence of intrapleural ev lead migration. There was, however, mild bibasal dependent changes with small bilateral pleural effusions. Additionally, it was noted the patient had developed a productive cough and was put on an antibiotic for a chest infection. The patient was discharged home and noted the pain will be monitored closely. After approximately a week the patient was seen at the hospital for a follow-up visit. All measurements were acceptable, the chest pain had subsided, and the patient stated that they felt good. The ev ICD and ev lead remains in use. No further patient complications have been reported as a result of this event.